Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient has not had communication with the ipg since (B)(6) 2015. It is unknown when the patient lost stimulation or last charged the ipg. An sjm representative met with the patient and confirmed the ipg was inoperable. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient is now on hospice care and is no longer planning surgical intervention on her scs system.